Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she was told the implant would last 3-5 years but the implant needed replacement after 11 months. The patient reported that they were dissatisfied with the implant longevity. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-10-11. It was reported that the patient underwent device replacement on (B)(6) 2017. The patient had an issue with the non-rechargeable battery. The patient was advised during trial that the rechargeable battery was recommended due to the energy requirements. The battery needed to be replaced with high usage and high energy requirements. There were no compliance issues and the patient had good therapy. Representative spoke with manufacturer engineer regarding the patient¿s parameters and was told the battery lasted as it was expected. The patient chose a rechargeable replacement. The patient had not had issues since the replacement. No further complications were reported/ anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed

Manufacturer narrative:
Analysis of the ins serial #(B)(4) found ins/battery normal end of life, telemetry and output were okay. Product analysis #229189982:analysis information -- 2017-11-17 13:49:58 cst pli# 10 product ID# 97702 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. The end of service (eos) bit was reset using a lab programmer in order to test the output. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A computer longevity estimate was completed based on the parameters the device had when received for analysis. The information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator). The information obtained from the ins upon receipt indicated the device had reached eos (end of service). If information is provided in the future, a supplemental report will be issued.